Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by resetting the pump with the assistance of technical support, and they successfully started their sensor session without any further errors.